Manufacturer narrative:
Act, esc and arrow buttons did not respond due to corroded keypad traces. Insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Insulin pump was received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit. The alarm recurred in less than 1 minute. Customer's blood glucose level was 122 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.